Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 553 mg/dl. After troubleshooting, customer was advised the site may had been occluded. Customer was advised to change the entire set. Customer will not be returning the device for analysis.